Manufacturer narrative:
Additional information: the returned screw was evaluated. The tulip head was found disassociated from the shank of the screw; however, as no additional information concerning the event surrounding this failure was provided by the reporter, a cause cannot be definitively determined. A review of the manufacturing records found that all devices released from this lot did not display any issues which would have contributed to this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3012447612-2017-00242 thru 3012447612-2017-00248.

Event description:
It was reported that seven screws disassembled. No further information is available. This is report five of seven for this event.